Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was received with minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he tried to send insulin through the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.